Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). D4) catalog#: unknown but referred to as a cook celect filter. E3) occupation: non-healthcare professional g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2010". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of (B)(6) (importer). G1) name and address for importer site: (B)(6). Registration no.: (B)(4). Additional information: investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "celect-stenosis-updated sfc". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Ivc stenosis as an outcome of cook ivc filters is reported in the published scientific literature. Ivc stenosis is characterized by smooth 25-50% narrowing of the ivc at the level of the indwelling filter. In an animal study ivc stenosis has been attributed to intimal thickening with focal fibrotic changes. Self-limiting and clinically silent ivc stenosis immediately after filter retrieval have also been reported and is most likely caused by vessel spasm. Ivc stenosis is documented by venography; it may be symptomatic or asymptomatic. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As per a venogram performed on (B)(6) 2016 it states that " at he level of the filter there was stenosis."